Manufacturer narrative:
Concomitant product(s): a3sr01 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection after cellulitis and redness was noted at the implant site. A small stitch abscess was noted with a nickel sized area of erythema. The patient was treated with oral dicloxacillin. The device and absorbable envelope remains in use and infection resolved. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.